Manufacturer narrative:
Date of event and implant date were approximated since unknown.

Event description:
It was reported via social media that a stroke occurred. A left atrial appendage closure procedure was performed in (B)(6) 2020 where a patient received a watchman laa closure device. It was reported that the patient had clots to their brain and suffered a stroke.